Manufacturer narrative:
This report is submitted on december 2, 2019.

Event description:
Per the clinic, the patient experienced skin overgrowth and an infection at the abutment site. The patient was hospitalised, the skin was debrided, and the infection was treated with an antibiotic (oral and topical). The implant remains in-situ.